Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), visual impairment ("vision problems") and dizziness ("dizziness") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal infection, fatigue, neoplasm, visual impairment, weight increased and dizziness outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dizziness, dyspareunia, fatigue, neoplasm, pelvic pain, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event essure migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, bladder problems, urinary problems, vaginal infection, fatigue, tumors, vision problems, weight gain and dizziness. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.